Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set cannula was kinked. The issue occurred on 18-apr-2024. The blood glucose level was 362 mg/dl. The insertion site was abdomen. The issue was occurred within 3 or more hours after insertion and used less than 24 hours. The patient replaced infusion set and resume insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.